Event description:
It was reported that a spectrum pump displayed an "upstream sensor error". It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom "upstream sensor error", which was unable to be reproduced. The symptom was confirmed during a review of the event history log. An upstream occlusion test was performed per the spectrum preventive maintenance procedure with the unit passing. As a result of the findings the ultrasonic sensor was replaced.